Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient is deceased and also "thinks" the implantable pulse generator (ipg) "was the cause of death". The patient died 2.5 months post implantation of the ipg.